Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced tenderness at the lead incision site. It was noted the lead strain relief loop was superficial. As such, during a procedure to explant and replace the patient's ipg (reference MFR. Report#: 1627487-2015-20467), the physician removed the lead from the ipg site and pulled the strain relief down and placed it deeper. Follow-up information revealed the patient is no longer experiencing tenderness at the lead site and the issue is now resolved.